Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the customer bought the inserter for elastic nails handle less than 5 years ago ((B)(6) 2012) and he sterilized it only 16 times, today it is unusable. As usual, according the sterilization recommendations and good practice, he autoclaves in open position and during ten surgery, it was impossible to lock it on metaizeau wire. There was no part in the patient, no consequence on the patient, the incident did not require further treatment. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.